Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.6 cm in diameter fusiform abdominal aortic aneurysm approximately three years ago. Vessel morphology was reported as the aortic neck infra-renal angle was 45 degree. The proximal aortic neck was 28-33 mm in diameter and 10 mm in length. The distal aortic neck was 38 mm in diameter. Right iliac artery was 14-13 mm in diameter and the left iliac artery was 13-15-13 mm in diameter. The right and left femoral arteries were 7 and 8 mm in diameter, respectively. The circumferential aortic mural thrombus/calcification at the proximal neck was 25%. It was reported that a follow up CT without contrast revealed stent graft kinking in the region of the bifurcated flow divider. In addition, it was noted that there was an insufficient landing zone in the proximal neck. No intervention was performed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (kink). Patient's condition affected effectiveness of device (anatomy related: an insufficient landing zone in the proximal neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: an insufficient landing zone in the proximal neck).